Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: there was adequate medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to the reported event due to: the severely angled and short aortic neck. Other cautionary conditions that might have been contributing factors were: the patient's use of antiplatelet therapy, and the increased risk for bleeding complications; and, the aortic extension diameter was two sizes larger than the main body. There was substantiated evidence that supported a persistent endoleak type ia at index. The secondary procedure was substantiated; a second suprarenal and competitor's stent were placed that completely resolved the endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause appears to be related to patient's anatomy and conditions, and incorrect device sizing selection.

Event description:
It was reported that approximately 4 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient had a follow up and an angiogram identified a proximal endoleak. The physician elected to implant a suprarenal aortic extension, but the proximal endoleak remained. A competitor stent (palmaz) was added proximally and the endoleak resolved. The patient tolerated the procedure well.